Event description:
It was reported that this patient felt symptomatic and presented to the emergency room (ER). Upon analysis of the presenting electrogram (egm) of this pacemaker system, it was observed that there was noise on both the right ventricular (rv) lead and right atrial (ra) lead channels. No pacing inhibition was observed. The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported. Currently, this rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient felt symptomatic and presented to the emergency room (ER). Upon analysis of the presenting electrogram (egm) of this pacemaker system, it was observed that there was noise on both the right ventricular (rv) lead and right atrial (ra) lead channels. No pacing inhibition was observed. The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this pacemaker system exhibited additional atrial tachy response (atr) episodes due to oversensing of noise and the patient experienced a syncopal episode. Technical services (ts) noted that the noise appeared to be from an external source and that the syncopal episode, while the cause was unknown, did not correlate with any stored episodes. Most recent lead measurements were found to be within normal limits. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.